Event description:
A malfunction on a pump was reported by the caller, and no notable events occurred prior to this issue. It remains unknown whether there was any impact on the customer's blood glucose level. Technical support determined that the malfunction code was not resettable and arranged for the customer to receive a replacement pump, which includes updated software. The customer will use multiple daily injections (mdi) as a backup. The customer understood and acknowledged all instructions and will need to connect their continuous glucose monitor to the new pump once received.